Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose was 490 mg/dl. Troubleshooting of the insulin pump was declined and it was requested to discuss possible site issues, instead. Nothing further was reported.